Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.

Manufacturer narrative:
One medfusion syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed that it was in good condition and no external damage was noted. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion testing, the check clutch error could not be duplicated. Investigation was unable to determine the root cause of the check clutch error. As a preventative measure the position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.